Manufacturer narrative:
Device code (B)(4) no longer applies based on most recent information from the hcp. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-may-30. It was reported that the patient has a baclofen pump post-stroke, which is why she is calling on his behalf. The caller repeated the same events and concerns regarding the pump that were reported on the previous call. The reason for the call is because the caller wants to know what type of information the manufacturer needs in order to agree to replace a non-functioning pump. It was reviewed the decision is medical and if the hcp suspects the pump is at fault they will need to send it back to the manufacturer after explant to undergo analysis. The caller states she knows for a fact the pump is not working because they are reducing the dose and there are no effects. The patient is having no change to his spasticity. Since the last call the dose was decreased to 186.4 on (B)(6)2018 and the concentration has not changed. The caller states the patient is a tall muscular guy and is 6'1 and weighs (B)(6) and he has the same spasticity. They have more muscle on his left side than his right side. The patient has undergone two dye studies in the past at a pain clinic, however they indicated they still do not know the exact cause for the pump "not working". The caller thinks the catheter may be clogged or kinked or there could be inflammatory tissue or granuloma or some reason the medication is not reaching the correct area. ¿you have to try and bend the patient's leg to see if it¿s really working, the catheter is at l1. The resident at ucla could barely bend the patient's leg, which means it¿s not working". After a 100mg injection from the pump to the catheter instead of IV injection he had no effect. When the patient had an IV injection last (B)(6)2017 of 60mg it worked and caller could bend his leg. The patient's doctor has put them on an old fashioned antihistamine drug that helps him a little and they are also on 80mg of oral baclofen a day but the spasticity is pretty much the same. There were no further complications reported/anticipated.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had a new managing physician who confirmed on (B)(4) 2018 that the pump had in fact not been working and the pump would need to be replaced. The patient had been suffering because the pump had never helped even though they increased the medication and the personal therapy manager (ptm). There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity. It was reported that the consumer did not believe the pump was working because the patient wasn't getting relief from their spasticity. The patient had the pump for two months with no reduction in spasticity. The consumer reported the patient gets 600 mcg every 24 hours, 300 mcg of continuous flow and 75 mcg boluses at 08:00 12:00 16:00 and 20:00. The consumer reported there was no reduction of spasticity when the patient received a bolus. The patient thought the pump would have an enormous effect on the patient back and muscles, but it hadn't. The consumer reported the spasticity is increasing. The consumer reported they don't think it¿s the pump but the actual delivery that's the problem. The consumer reported they went to the doctor with the concerns about the pump not working. The healthcare provider checked the pump with a "little device," and stated that the pump was working. The consumer reported they were not satisfied with the response from the healthcare provider. No out of box failure was reported. There was no medical/therapy problem related to a small components product reported. The consumer reported the patient would be seeing the doctor on (B)(6) 2017, but might also get a second opinion. The consumer stated the patient had a trial on (B)(6) 2017 and the baclofen worked for the patient allowing them to easily bend their leg. The consumer reported they cannot bend the patient's leg now because it's stiff. The consumer reported this proves the baclofen works for the patient, but now the patient had more spasticity because they cut the oral dose in half, and the pump is "supposedly supposed to be delivering." The consumer believed that "150 mcg" was in the pump at the time of the implant, but did not know if that was dose or concentration. No further complications were anticipated/reported. Additional information was received from the consumer on 2018-feb-19. It was reported that the patient had a dye study done and the healthcare professional (hcp) determined there is nothing wrong with the pump. The caller disagrees with this and thinks the pump is defective. The patient continues to have severe spasticity and a stiff leg which was already mentioned. They have tried increasing the medication, but it¿s still not helping. The patient used to be at 1,000 mcg/ml, but the patient now has the stronger baclofen and is at 200 mcg/ml and a daily dose is at 596 a day. The patient still has no therapeutic effect. ¿the trial in august went fine and pump is not alarming.¿ the caller then inquired about priming bolus field action and if the patient¿s serial number was involved in any other fcs. It was reviewed that the communication would be sent to the hcp and then they would determine if it is necessary to follow up with the patient. The caller was redirected to continue working with the hcp regarding the therapy issue. The managing hcp was reported. Additional information was received from a business partner on 2018-mar-08. It was reported that there was ¿involved or prolonged in patient hospitalization.¿ reaction onset was reported as (B)(6) 2017. Baclofen was reported to have been delivered at 10 mg. Medical history included intractable spasticity (including the back muscles and with leg stiffness), an intrathecal baclofen trial of 50 mcg and after an hour and a half the patient could easily bend his leg ((B)(6) 2017). Concomitant products included oral baclofen "for years.¿ on (B)(6) 2017, after the implantation, the patient started treatment with baclofen at an unknown concentration and dose (patient's mother thought it was "150 mcg" and was unable to confirm if this was the concentration or the dose). Since (B)(6) 2017, after starting the product and after the initial pump implantation, the patient experienced no reduction in spasticity at all. On an unspecified date, the patient was in the hospital (also referenced as rehabilitation center) for 4 weeks "for therapy" (not further specified). The patient's mother and in-home therapist were worried that the pump was not working because of the "no help with spasticity." Since the initial implantation, the intrathecal baclofen dosage had been titrated up. The patient's mother reported "one would think he would have great reduction in spasticity when gets that bolus but he doesn't." She did not know that the concentration was changing, by the hcp and "thought it would have an enormous effect on the patient's back and muscles, but it doesn't." The patient's mother was not satisfied with this response, and contacted the manufacturer to inquire "if the catheter were to be kinked or blocked for whatever reason, would the pump alarm?" There had been no alarms to date. The manufacturer technical services advised that if there was any potential kinking, then there is no type of alarm. The patient's mother was advised to follow up with the managing hcp again to discuss her concerns regarding the patient's symptoms and pump, and inquire about performing further tests to diagnose the catheter/pump. On (B)(6) 2018, it was learned that additional patient medical history included a history of dvt (deep vein thrombosis) and an lmca (left middle cerebral artery stroke) on (B)(6) 2016. The patient had been an attorney and wonderful athlete prior to a cva (cerebral vascular accident). Concomitant medications included ¿norco (hydrocodone and acetaminophen) 5/325 mg po (orally) every 6 hours and baclofen 10 mg 2 po (orally) 4 times/day.¿ on (B)(6) 2018, the patient¿s treatment consisted of 2,000 mcg/ml baclofen at 590.8 mcg/day at simple continuous mode. On (B)(6) 2018, it was learned the patient was initially seen on (B)(6) 2018. He was in the ICU (intensive care unit) at the hospital and also treated at another hospital. On (B)(6) 2018, the intrathecal infusion pump was refilled and then was reprogrammed. After the refill, the reservoir volume was 20 ml with an alarm date of (B)(6) "2018". On (B)(6) 2018, an indwelling infusion pump shuntogram (catheter dye study) was completed with intraoperative fluoroscopy. The catheter and pump were visualized and there were no problems. Appropriate contrast spread was seen in the csf (cerebrospinal fluid) forming a myelogram pattern. The catheter tip was noted to be at the t11 level. A bolus of 380 mcg of 2,000 mcg/ml baclofen over 12 minutes was given after the catheter dye study to flush out the catheter. The patient tolerated the procedure well, and there were no apparent complications. On (B)(6) 2018, the patient¿s spasticity was better. The hcp determined that there is nothing wrong with the pump. The patient¿s weight was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-apr-24. When asked to clarify that the pump had not been working it was reported, ¿no this is incorrect. Patient had normal shuntogram (B)(6) 2018 that was performed. Patient remains with some spasticity but baclofen is definitely infusing appropriately. Therefore no more should need to be done at this time.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018. It was reported that the patient¿s pump has never worked. The caller said it took 10 months for her to prove it to the doctor. The caller said they are titrating the pump down and the patient has not had an increase in spasticity. The patient has severe spasticity after a stroke. Ever since the device was implanted it has had no effect. The patient¿s trial was successful. The caller found the neurosurgeon she would like to replace the pump, and the caller asked if the manufacturer would supply the pump for free, and then the warranty was reviewed. The caller said there is a new anesthesiologist in their area and she is going to ask if he would manage the pump, and then the rep¿s role was reviewed. There were no further complications reported/anticipated.